Event description:
It was reported that insulin gauge on pump displayed an amount different than expected, with pump showing 36 units while caller expected 80 units, and caller was currently experiencing a fill estimate issue. There was no reported impact to the customer¿s blood glucose level. Caller confirmed following proper cartridge fill steps, had not reused or overfilled cartridge, and with technical support assistance reloaded same cartridge, then chose to monitor pump without delivering test bolus and planned to follow up if necessary.